Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012373154 was returned and analyzed. Visual inspection of the handle area was performed. A kink was observed at the side port tube. The native dilator could not be fully inserted into the returned sheath. The x-ray inspection showed no foreign material inside the shaft. The native dilator was inserted into the lab test sheath and retracted several times, without any friction. The borescope inspection of the device showed a restriction in the sheath inner diameter at a specific segment, blocking the dilator from advancing. Visual inspection indicated that the restricted segment is located seven inches from the tip. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test showed the pressure decay in the device was in an acceptable range. The vacuum test with a negative pressure showed the pressure decay in the device was in an acceptable range. In conclusion, the sheath failed the returned product inspection due to the kink side port tube and restricted inner diameter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, when the integrated dilator/needle was inserted into the sheath a lot of resi stance was encountered when it was advanced. It was noted that "so much force" was used that the dilator kinked near the end of it. The dilator/needle was replaced without resolution; then the sheath was replaced which did not resolve the issue. The dilator/needle was replaced again without resolution and then the sheath was also replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.